Event description:
The facility representative reported a colleague infusion pump which experienced failure code 515:320:654:0000. It is unknown when or at what point in the process the condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 515:320:654:0000. The root cause could not be determined and no repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.